Event description:
The customer reported that the monitor was not producing any audible sounds. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor was not producing any audible sounds. No pt harm was reported. The customer reported that the device failed the "audio test". In the presence of life-threatening events when no sound is audible, serious injury and/or death can occur. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.